Event description:
It was reported that the customer had differences between sensor glucose readings and blood glucose levels. Customer's blood glucose level was 340 mg/dl and her sensor glucose reading was 249 mg/dl. Customer stated that the readings were off by 91 points and the pump was being suspended. Customer does not use overtape. Customer was advised to remove and replace the sensor. Customer does not upload to carelink personal. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed the sensor failed per specifications due to high readings.